Event description:
Will not power up on intermittent basis, and vent has shut down during bench testing. When motor board is removed (per instructions from pulmonetic), the vent would power on as normal; however, when motor board is installed it would not power up vent on some occasions. Vent left overnight to charge internal battery, vent powered on, but then later shut down. Occurrences during 2004. Note with unit states: powering on/off automatically.

Manufacturer narrative:
Blender.